Manufacturer narrative:
Discarded

Event description:
The dentist reported that the restorative screw fractured.

Manufacturer narrative:
The reported screw fracture cannot be verified as product nor radiographs have been returned for review. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.